Manufacturer narrative:
(B)(4): brief description of complaint: the adenoid tip wire broke. Complaint confirmed: the adenoid tip electrode wire is fractured and a portion is detached from the plastic housing. The electrode wire has minimal support from the housing with deformation in the ventral to dorsal direction during application, which fails to meet the acceptable damage requirements. Note: the returned adenoid tip is from the new design patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the wire on the plasmablade device tip broke and detached on one side. Nothing fell into the patient and there was no patient injury.